Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer let the battery deplete completely and allowed the pump to enter into storage mode. Reportedly, when the pump was turned on, the time was off. The customer changed the time on the pump successfully. There was no impact to the customer's blood glucose level.